Manufacturer narrative:
Qc was within the customer's established ranges prior to the event. The customer stated to customer technical support (cts) that during the time of the event there were multiple sample counts outside limit and status controller initialization errors posted to the event log. A field service engineer (fse) was dispatched: the fse cleaned a buffer spill in the wash carrousel. The fse found the fitting on aspirate probe #3 was pinched and not allowing the probe to aspirate properly. The probe was replaced. The fse performed all necessary alignments and adjustments. The fse performed a system check and qc with good results. Although service addressed several hardware issues, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding multiple erroneously elevated troponin (accutni) results, above the ami cut-off, generated by the access 2 immunoassay system for several patients. Repeat testing on an alternate methodology produced a discordant result in a different clinical category for one patient. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.